Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was planned to be a part of a system revision due to infection. Attempts were made to obtain additional information regarding the nature of the infection however was unsuccessful. Evidence suggests the system remains implanted and in service. No adverse patient effects were reported.